Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt griggs was implemented at 11:20 on (B)(6) 2020 when the doctor performed percutaneous tracheostomy for the patient, and then took the ventilator to assist breathing. At 13:32, the nurse of our department found air bubbles in the middle of the tracheotomy when the patient was undergoing tracheotomy and dressing procedure. Incident may have been involved and cause of subcutaneous emphysema in patient.